Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported that everything was working fine for about a year to a year and a half and then it ¿turned to crap.¿ it was clarified that the patient¿s tremors got worse and they are unable to write anything. The patient went to a new facility, but they could not get it under control. The patient¿s physician would not do another procedure due to the risk of the procedure outweighing the potential reward. It was noted the patient was seeking other therapies to control their tremor. Additional information received from the patient on dec. 12, 2017 reported ¿something isn¿t working right¿ and wanted someone to tell them why. The patient stated that they had not experienced much success with the therapy and that their symptoms seem to return shortly after the reprogramming session. The patient noted that they had an adjustment about 6 months ago and, at first, it was ¿pretty good¿ but 4 days later their symptoms returned. They could not eat without spilling everything, could not drink without a lid, and could not write. The patient went back to the clinic and spoke to the person who did the programming (a nurse) and was told they did not know why their symptoms kept returning. The patient mentioned they were told the clinic did consider adding a second ins system but the risks outweighed the benefit so they did not get a second system. At the last programming session the patient was told to provide them with an update after a week as they were told the settings were turned up higher and are concerned about equilibrium and speech. The patient noticed a change in their walking the day after the programming session. ((B)(6) 2017). The patient called them on (B)(6) 2017 and left a message reporting they were ¿bouncing off the walls¿. The patient did not have the programmer with them but was instructed to decrease the setting when they did have the programmer. That evening ((B)(6) 2017) the patient was walking towards the door of the apartment building and passed out. The patient had some people come help them but wanted to rest a bit. When the patient tried to get up they could not walk and collapsed again. The patient was taken to the emergency room (ER) and was told they had a broken hip which had occurred when they had passed out. The patient was re-directed to the healthcare professional (hcp) for the issues.